Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damage or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and swelling and no issues were found. The exact cause of the reported skin conditions could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level rose to 20 mmol/l (360 mg/dl) between 49 and 71 hours of wearing the pod. The patient stated the pod was placed on the left side of the abdomen, ¿did not feel right¿, gave no error message, and no insulin or odor was detected on the skin, although redness/swelling was present at the insertion site. Despite extra insulin and walking, the values continued to rise, after which the pod was removed from their abdomen. The patient noticed an occlusion under the skin was visible. As treatment a new pod was applied.